Event description:
Event description boston scientific received information that this implantable transvenous defibrillation lead was explanted two days post implant when it was determined to be dislodged.